Manufacturer narrative:
The beckman coulter field service engineer (fse) discovered cap piercer closed tube sample (cts) was leaking when washing the blade. Fse replaced 3-way valve to resolve the issue. Fse flushed the vacuum/drain line and verified that it was draining properly. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported getting modular chemistry probe obstruction errors and noticing a small amount of fluid on the top of the caps and in the shuttle area on their unicel dxc 600i synchron clinical chemistry system. The customer verified all fluid lines were attached. The customer was able to use the instrument without the cap piercer. The leaked fluid was contained to the instrument. The operator wore gloves, gown and eye protection while troubleshooting. No erroneous results were generated.